Event description:
Right ventricular defibrillator placed late last year. Post-procedure, it was noted that the patient had increased defibrillation coil impedances, elevated right ventricular pacing lead thresholds. Patient was taken back to the electrophysiology lab the next day for right ventricular lead removal. It was found that the right ventricular lead had dislodged and was sitting in the right ventricular outflow tract. Lead insulation appeared to be pinched in the portion which was between the pins and the silastic collar. Upon removal, a small (1mm) piece of patient's myocardium appeared to be attached. This lead was discarded by the surgeon. Md tried 2 times to replace with 7 french lead, unsuccessfully. 9 french lead then placed without difficulty. Patient tolerated procedure well. Per medtronic's request, a copy of this 3500a has been faxed to the manufacturer.